Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the reason for the alleged observations could not be determined. There was not enough information provided in the complaint and the product has not been returned for analysis. Although fracture is suspected, a gradual increase in impedance could also be explained by calcification at the lead electrode.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing threshold and impedance. A fracture is suspected. The patient underwent a surgical intervention to abandon the lead and implant a new product. No adverse patient effects were reported.